Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the physician chose to keep this lead active with the patient's newly implanted device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this patient was being scheduled for a device replacement and the rv impedance measurements were again noted to be greater than 2,000 ohms. It was questioned if this measurement was okay. Boston scientific technical services (ts) discussed the normal impedance measurements for the lead and that if other lead measurements were stable, it was up to the physician how to proceed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead had exhibited increasing right ventricular (rv) pacing impedance measurements. The measurements had not been out of range, and technical services (ts) discussed that this was a high impedance lead. The patient would continue to be monitored. Additional information was provided that the impedances increased to 2007 ohms, and r waves had decreased. All other measurements were noted to be stable. Ts discussed that since the r waves were below the recommended threshold, and the impedances were higher, to discuss with the physician whether defibrillation threshold (dft) testing should be done. Ts advised that if the lead performs fine, the physician may elect to monitor the lead until the device reaches elective replacement indicator (eri), and at that time, a new rv pace/sense lead could be considered. To date, there have been no reported adverse patient effects related to this clinical observation.